Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. The complaint report was received, reviewed, and evaluated by the manufacturer's complaint process. As part of each product experience investigation, the manufacturer performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, the manufacturer has concluded the following as the root-cause or most likely root-cause of the reported product experience condition: root-cause or most likely root-cause cannot be determined based upon the information provided and the reported product experience condition cannot be verified. As a result of the above investigation, the manufacturer has concluded the following as the root-cause or most likely root-cause of the reported complaint condition: no manufacturing event was confirmed; event is tracked and trended with no further actions taken at this time. Zest product was not returned within 70 days of the complaint initiation date. As a result, a physical evaluation of the product could not be conducted, and a final hazard determination could not be made. In accordance with current company policies and procedures, this complaint investigation was closed. Zest is unable to verify the reported product experience; however, tracking and trending of similar events will continue. A discrepancy was noted during the course of this complaint investigation. An incorrect item was inadvertently returned to zest for evaluation. Upon determining that the product configuration did not correspond to a zest locator abutment, the product was returned.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information unknown / not provided. E1: reporter name unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported the locator fractured at the thread part. Procedure was completed with another locator. No impact to the patient reported.